Event description:
Pt reported an alleged leak in the lap-band system. The event was first noticed when the pt complained that there was a lack of restriction. During a follow-up appointment, the doctor filled the band, but was unable to withdraw any fluid and restriction would be gone later that day. The location of the leak was not specified, however, doctor has recommended a "port revision." Follow-up findings provided by the health professional: the pt came to the office complaining of "abdominal pain" around the "port site." The pt could "feel the port move." The doctor noted in the pt's chart that the "port" is "protruding" due to weight loss. Port revision surgery has been scheduled.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain." Device labeling addresses the reported event of visibility/palpability as follows: precautions: care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments.